Event description:
It was alleged during patient transfer the patient became hypoxic, was removed from the ventilator and required bagging. Patient is alleged to have been in arrest for 10 minutes before bagging commenced. While patient is reported to have survived the incident it is also alleged that the patient may have brain damage.